Manufacturer narrative:
Mentor received an update on the events submitted in the previous reports. The device submitted as the complaint device in the previous supplemental report sent on (B)(6) 2019 was actually one of the replacement devices. The device information in this supplemental report has been updated to an unknown gel device. The device was received for analysis. On 12/18/2019, the product investigation was completed. Device investigation summary: during analysis of the sample, the device was found ruptured and received incomplete. No other anomalies were observed. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device.  Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the tear occurred sometime subsequent to the removal of the device from its protective packaging.   Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11/25/2019, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the events submitted in the initial report. Further device information was provided to mentor and this supplemental has been updated accordingly. The patient's initial implantation was with 255cc mentor memorygel breast implants. The patient underwent a bilateral explantation and replaced both sides with unspecified breast implants. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Concomitant products: 255cc mentor memorygel breast implant (catalog number 3507255mc, serial number (B)(4). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture and granuloma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with 400cc mentor memorygel breast implants and experienced postoperative right-sided rupture with granuloma. The diagnoses were confirmed after a mammogram and ultrasound. As a result, the patient's impacted device was explanted on (B)(6) 2019 and replaced with an unspecified mentor device.